Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (excessive gong/arrythmia alarms) has been confirmed. Upon investigation the electrode belt failed a therapy electrode recognition test. The cause for the failure was isolated to an open pulse wire in the trunk cable, causing the alarms. Patient issued replacement belt. No adverse event resulted from the defective equipment.

Event description:
A us distributor reported that a patient was experiencing excessive alarms.